Event description:
Event description guidant received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) is 2.69 v (mol2) and charge time is 20 seconds. It was reported that a manual capacitor reformation was performed and the charge time was 21 seconds. It was noted that 5 months previously, the monitoring voltage was 2.92 v and the charge time was 14 seconds. It was further noted that the patient has received no shocks and 1 diverted shock. The health care practitioner caller expressed concern regarding the battery status/longevity.